Event description:
Customer alleged discrepant, back to back blood glucose results of 148 mg/dl and 73 mg/dl, when testing was performed within 2 minutes on the advantage system. Customer did not report any symptoms and reported taking no treatment/action based on the results. A request was made for the return of the suspect device and replacement product was sent.